Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital with a vibratory alert. Device interrogation revealed premature eri. The device was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. The battery voltage was below the minimum voltage required for circuit operation. The device was tested on the bench and no anomaly was found. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.